Event description:
The customer's nurse reported via phone call that the customer was in intensive care unit. The customer was not hospitalized for insulin pump or diabetes related issues. He was connected to the insulin pump while in the hospital and his blood glucose level went up. They were not able to control it. Therefore, the customer was disconnected from the insulin pump and his blood glucose level was corrected with shots. Customer's blood glucose level was 306 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.